Event description:
It was reported that non sustained lead noise due to post-paced t-wave oversensing was observed via merlin at home transmission. The patient was asymptomatic. The device will reprogrammed at next follow up. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.